Manufacturer narrative:
The device was not returned for analysis. An event of use of device problem (use-related tissue damage), difficult advancement through patient anatomy, perforation, hypotension, and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. A review of the complaint history identified no similar complaints reported from this lot. The event and provided imaging were reviewed by an abbott senior director of medical affairs. Based on all available information, the reported use of device problem (use-related tissue damage), difficult advancement through patient anatomy, perforation, hypotension, and death appear to be related to challenging patient anatomy (severe aorto-iliac atherosclerosis and tortuosity). The reported surgery and unexpected medical interventions were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on 09 jan. 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient was noted to have very tortuous vasculature, abdominal aneurysm, severe aortic stenosis, aortic/stj calcium, and was considered high risk for surgical intervention. During the procedure, the physician experienced difficulty advancing the delivery system to the aortic valve. After several attempts, the abdominal aneurysm had become perforated. Its believed that cause was due to torturous anatomy and the force on the ds to advance it. Several covered stents were placed in the abdominal aorta and iliac. CPR and rapid blood infusion were performed until the patients' blood pressure stabilized. A second valve was loaded in a new ds and it was successfully implanted. The patient was taken to the ICU where they expired later that day. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The cause of death is currently unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient was noted to have very tortuous vasculature, abdominal aneurysm, severe aortic stenosis, aortic/stj calcium, and was considered high risk for surgical intervention. During the procedure, the physician experienced difficulty advancing the delivery system to the aortic valve. After several attempts, the abdominal aneurysm had become perforated. Its beleived that cause was due to torturous anatomy and the force on the ds to advance it. Several covered stents were placed in the abdominal aorta and iliac. CPR and rapid blood infusion were performed until the patients' blood pressure stabilized. A second valve was loaded in a new ds and it was successfully implanted. The patient was taken to the ICU where they expired later that day. The physician doesn't believe the patient experienced adverse health consequences due to the performance of the product. The cause of death is currently unknown.